Event description:
Affiliate reported that the shunt was over draining even after reprogramming the shunt. The patient is being monitored. The device has not yet been revised. The doctor is scheduled to see the patient at the end of (B)(6) and will determine is a revision is necessary.

Manufacturer narrative:
In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4).

Event description:
Dr said the shunt over drain . Even after reprogramming the shunt. Rep had a chat with dr (B)(6) today and he says he is reviewing the patient in two weeks, which is by the end of september. He says he is hoping to make a decision then. He also reports that at the moment the patient seems fine and if all things remain constant he may not revise the shunt. In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4).

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device, it is not possible for codman to conduct a proper investigation. Since a lot number has been provided, a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation, this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not returned.